Event description:
Pump was sent to biomed with a note that it overinfused. No incident or pt care problems reported. Biomed engineering has not confirmed any pump problems with their in-house testing. Biomed. Could not determine how this overinfusion was found with the pump alone. Pump is being returned to MFR for eval with regard to this vague report only.